Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. The customer's blood glucose (bg) level decreased to 25 mg/dl. The patient states that they fell asleep soon after this and woke up in a hospital bed in the intensive care unit (ICU) due to "hyperthermal" ketoacidosis. Bg was treated with intravenous fluids of saline. The customer was discharged the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.